Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a healthcare provider (hcp) had gone on a saline trial and stated that multiple cartridges would not fill with insulin. Also, it was noted that multiple cartridges would not allow the needle to go into the septum. There was no impact to the hcp's blood glucose level as the hcp was on a saline trial. Reportedly, the pump was for demonstration purposes.